Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope was cleaned and disinfected in a reprocessor that was in a damaged state and had a broken cleaning connector. The scope was then used on a patient. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was discarded. The definitive root cause of the damage could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿check the following for each connector. - the connector should be fixed firmly. - the o-rings should be free of abnormalities such as cracks, tears, or dents. Warning: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Caution: connect each connector firmly by pushing until the connector clicks into place. After connection, pull the connector gently to confirm that it cannot be disconnected easily. An insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.